Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under evaluation.

Event description:
The user facility reported the valve leaked on the involved device. Follow up communication with the user facility confirmed the following information: the customer prepared and assembled the dilator/sheath as usual. When the customer introduced the .035 wire the valve leaked more than usual. The customer retrieved the wire and kept access with ss wire. It was reported that another gs was used. Blood loss was reported to be less than 250ml. The procedure was successful. It was reported that the patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the returned sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual evaluation revealed that the sheath had multiple kinks at different locations on the tubing. The kinks were observed at the hub, at 15mm, 45mm, 135mm, 176mm & 225mm from the distal end of the hub. The sheath was then submerged in water and air pressure of 4.3 psi was applied to conduct a valve leakage test. No leak was observed. Upon partial insertion of the dilator, air bubbles were observed indicating the leak. After removal of the dilator, there was no leak observed. The sheath was dissected to remove the cross cut valve. Magnification inspection of the cross cut valve revealed an off-center anomaly on the cross cut valve. An evaluation of retention samples from the reported lot and surround lots was conducted. A visual examination revealed no defects. Valve leakage testing was conducted and no leakage was observed. A review of the device history record of the product code/lot# combination confirmed there were no production related problems. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the dilator or other device was inserted off-center through the valve, resulting in a puncture in the valve. The potential for such an event is addressed in the instructions for use (IFU) with statements such as the following: "insert the dilator into the valve center of the sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in the blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.